Manufacturer narrative:
Clinical specificity testing was conducted using an in-house retained kit of architect anti-hbs assay lot 64032fn00 as no returns were available from the customer site. All results met specifications indicating acceptable performance of this assay lot. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-hbs assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue occurred for only one discreet patient sample.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4), that has a similar product distributed in the us, list number (B)(4).

Event description:
The customer reports that one patient sample generated a false (B)(6) architect anti-hbs assay result on an architect i2000sr analyzer. Values of 13.65, 11.43 and 11.84 miu/ml were generated. The patient is not vaccinated. Other results provided: (B)(6) results for the hbsag, anti-hbc ii and anti-hcv assays, ferritin= 30.38 ng/ml and tsh= 1.7470 uiu/ml. Controls have remained within specifications. There is no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended. (B)(4).